Event description:
It was reported that patient received a transmission for back up vvi via merlin.net. Upon further investigation, it was noted that the backup vvi transmission was inappropriate. The device was not found in bvvi. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.